Event description:
It was reported that the 6800 system intermittently locked up during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel, processor board, and the generator control board were replaced during the service call. The system was tested and found to be working as intended and put back into service.